Event description:
It was reported that during a procedure, the merit inqwire rosen j tip guidewire was stuck in the catheter after ablating the first two veins. The physician pulled the device out to inspect, and no tissue was observed. The guidewire was dislodged when attempting to pull the wire from the distal end of the farawave pulsed field ablation catheter and therefore, both the catheter and guidewire were removed from the body. Subsequently, the guidewire and catheter were replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The devices were expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.